Event description:
The customer reported that the device unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown. The unit was evaluated at philips. The symptom could not be duplicated. The device passed all testing. Based on the customer report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.